Manufacturer narrative:
Product event summary: the lead was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated the atrial pacing capture threshold was rising. If information is provided in the future, a supplemental report will be issued.

Event description:
Almost a month post implant it was reported that there was increase of the right atrial (ra) threshold on the ra lead. No action has been taken and the ra lead remain in use. No patient complications have been reported as a result of this event.